Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that the patient reported receiving an early sensor expiration notice. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor has been received for device investigation. The device was visually inspected and no defect was found. The customer complaint is undetermined as sensor device analysis would not be able to confirm the complaint or determine a potential probable cause. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.